Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 1 year, 4 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Review of the submitted log files confirmed a pump stop that appeared to be associated with the disconnection of the driveline; however, a specific cause could not conclusively be determined through this evaluation. The system resumed operating at the set speed following the event and no other atypical events were captured. The heartmate 3 lvas instructions for use explains that if the driveline disconnects from the system controller, the pump stops. Additionally, it contains information regarding all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there was a pump stoppage due to a driveline disconnect. There was no reported adverse patient impact. No additional information was provided.